Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was further reported that the patients' hospitalization was extended post the index procedure for cardiac rehabilitation, due to an acute myocardial infarction (mi) pre-index procedure, diabetes treatment and a cardiac catheter test. The patient was discharged 15 days post the index procedure on bayaspirin and plavix. An angina evaluation at the time of discharge was "silent ischemia". In 04/2009, treatment was performed for the right posterior descending artery (r-pda), which was originally reported as occurring in 03/2009. Timi flow improved from 2 to 3. Per the core lab report, the lesions located in the distal right coronary artery (rca) and the (r-pda) were a single lesion. Per the physician, the event relation to the study stent was listed as "unrelated".

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the de novo, 90% stenosed 3.0x18mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon and the placement of a 3.0x28mm taxus express2 study stent. Post dilation was performed with a 3.0x28mm unspecified balloon resulting in 0% residual stenosis and timi 3 flow. Poba was performed in the distal rca. In 2009 at the 8 month follow up visit, angiography revealed a 25% restenosis of the mid rca, a 75% stenosis of the distal rca and a progressive de-novo 99% stenosed lesion in the right posterior descending artery (r-pda). Revascularization the same day treated the 99% stenosed 2.0x20mm lesion in the r-pda with an unspecified 2.5x28mm taxus stent resulting in 0% residual stenosis. Timi flow improved from 1 to 3. The following month, the pt had no angina symptoms but revascularization treated the 75% stenosed 2.75x30mm lesion located in the distal rca with two unspecified taxus stents (3.5x28mm, 3.0x28mm) resulting in 0% residual stenosis. The outcome the next day was listed as "improved".

Manufacturer narrative:
(B)(4).